Manufacturer narrative:
(B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that some antibiotics hooked up as secondary infusion was found not running because the tubing was left clamped. There was patient involvement but impact is unknown.

Event description:
It was reported that some antibiotics hooked up as secondary infusion was found not running because the tubing was left clamped. There was patient involvement but impact is unknown.

Manufacturer narrative:
Correction: initial reporter addr 1. Additional information: imdrf annex a and g codes. Initial reporter addr 1: (B)(6).